Manufacturer narrative:
Device was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test due to no button response. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump button was unresponsive. Customer stated that numbers was not ramping on their own. Customer stated that the scroll bar was not moving with no input, there was no response from any button. Customer states the minutes do not change. Customer reported that the insulin pump did not exposed to a change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.